Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump received a multiple insulin pump error alarms. The customer¿s blood glucose was unknown. Customer reported they performed auto test, insulin block test and refill test and the test were okay. The insulin pump will not be returned for analysis.